Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates the bed was plugged in and did not have any power at all and did not alarm. The pt is ok but was trendelenburg.